Event description:
Customer reportedly received results of 213 mg/dl and 108 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. Controls were run 2 days ago and were in range. Requested return of suspect device and replacement was sent.